Manufacturer narrative:
Initial

Event description:
It was reported that a user of the ilet system paired with a dexcom g7 experienced recurrent hypoglycemia with cgm readings in the 40s that persisted despite oral carbohydrate treatment, leading the user to request device return; the specific device component implicated was not identified. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of medication or carbohydrates to treat the low glucose and were characterized as a serious injury or impairment. Investigation included interviews and analysis of information provided by the user or third parties. Investigation of this case revealed no findings, and the available information on a potential device problem or specific component was insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.